Manufacturer narrative:
Additional information: patients right great saphenous vein (gsv) was treated. Rash has resolved and is not present currently. No additional vein treatment has been given. Patient underwent an MRI scan which has confirmed meniscus is partially torn in right knee. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, physician used venaseal occluding device to treat the great saphenous vein (gsv). The IFU was followed during preparation, procedure and post procedure. A guide wire was used for the insertion of the catheter. It was reported that post procedure (time frame unknown), patient returned with body rash. Patient was treated with steroid and recovered 3 to 4 weeks later. Four months later, patient returned on crutches with pain in leg and hurts to walk. Scan showed vein closed and no dvt. It is reported that the injury is possibly not vein related. There was no patient injury reported.